Event description:
Reportedly, before a single-chamber ICD implantation, the physician interrogated the subject device in its commercial packaging and a warning message ("device in stand-by mode: do you want to reset de device?"). Due to this, the physician decided not to implant the device. It will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, before a single-chamber ICD implantation, the physician interrogated the subject device in its commercial packaging and a warning message ("device in stand-by mode: do you want to reset de device?"). Due to this, the physician decided not to implant the device. It will be returned for analysis.